Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert had been generated for atrial intrinsic amplitude out of range. No evidence of undersensing was observed. Recent atrial tachycardia response (atr) events were identified that were due to oversensing of electromagnetic interference. Review of the stored event log showed similar data since implant. No adverse patient effects were reported.